Event description:
It was reported that this pacemaker exhibited pacing inhibition with pauses less than two seconds. Technical services (ts) reviewed device data files and observed atrial sensing and almost no ventricular pacing. Ts discussed troubleshooting and programming options. It was recommended to the healthcare professional to change from automatic gain control to fixed sensitivity, for optimization. No adverse patient effects were reported. The device remains in service.